Event description:
It was reported that upon interrogation of the device, it was found to be in hardware vvi mode. It was also noted that the patient has a left ventricular assist device. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received no communication could be established. After cut open, the battery voltage measured 1.14v. An external power supply was applied in parallel with the battery to regain communication. The device detected in hwvvi when the battery voltage slowly rose above 1.5v. The cause of the low battery voltage was the excessive charges. Lifetime diagnostics recorded 102 maximum equivalentt charges. The root cause of the excessive charge could not be determined, as the initial stored egms were not viewable.